Event description:
Related manufacturer report number 2916596-2020-02558. It was reported that the motor was exchanged. The console was not changed out and no further issues have been noted with the console.

Manufacturer narrative:
Section d4, e3, e4, h1: correction. Section b5, h4: additional information. Section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248. Manufacturer's investigation conclusion: the reported event of the motor alarm not being able to be silenced was confirmed via a submitted video from the customer. The centrimag motor ((B)(6)) was returned for analysis. A resistance and insulation test was performed on the motor cable and functioned as intended. The motor was connected to a centrimag mock loop and ran with no issues. The motor was forwarded to the service depot and was evaluated and tested. The reported event was unable to be duplicated or verified. The motor was tested with a test console and flow probe and functioned as intended. A full functional checkout was performed, and the unit passed all tests. A provided video submitted by the customer confirming the reported event; however, the root cause for the reported event was unable to be conclusively determined through this analysis. Centrimag motor instructions for use instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use states "always have a spare centrimag blood pump, back-up console and equipment available for change out.". Centrimag primary console operating manual warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the center had a motor alarm that was unable to be silenced. No change to rpm or flow. Changed out the system with no further alarms. The site connected the same motor and console to a mock look this morning and were able to reproduce the alarm. When they connected a different motor to the same console and the motor to a different console and no further alarms. They then reconnected the original motor and console to a mock loop and have had it running for hours with no alarms.